Event description:
Reporter alleged being unable to wake up family member at 5 am and glucose monitoring device read 245 mg/dl. Reporter stated giving family member normal insulin and waited about twenty minutes later when he started to shake. Reporter stated family member's glucose when shaking measured 260 mg/dl at 5:20 am and emergency medical technician's (emts) were called. Reporter stated emt's device measured 28 mg/dl at about 5:40 am and treated family member with a glucose IV. Reporter indicated controls were not used with the device due to being expired as well as test strips were expired also. A request was made for the return of the suspect device and replacement product was sent.